Manufacturer narrative:
(B)(4). Insulin pump passed displacement, active current measurement, and self tests, it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries were lasting less than a week. Customer's blood glucose level was unknown. Customer also stated that they tried with different batteries. The device will be returned for the analysis.